Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient began to feel sick and reportedly did not check the receiver (noted that the patient uses tandem tslim in modified closed loop). She went to the hospital and when the doctor checked her dexcom display device, it showing a sensor failed error message. They then removed the sensor and just used a bg meter for the mean time while waiting for her spouse to get a new sensor from the house. The bg was reading 250 mg/dl. The doctor told the patient that she was having a gangrene (in an unspecified affected area). The doctor gave IV and antibiotics to the her while in the hospital for 2 weeks. During the report, she was home and still taking antibiotics. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.